Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (2500 mcg/ml at 900 mcg/day) via an implantable infusion pump. The indication for use was chronic pain syndrome. It was reported that the patient was not getting the expected relief from the infusion system and that for the past 2-3 refill cycles the healthcare provider (hcp) was withdrawing more medication than expected. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp performed a catheter dye study and the results were normal and as expected. The pump logs were read on 2018-nov-07 and no events were reported. It was reported that the hcp suspected the pump was under-infusing and it was replaced. The patient was alive with no injury and the issue was resolved. No further complications have been reported as a result of this event.